Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, upon insertion of the suprapatellar nail about three hits from completing, the driving cap broke off of the insertion handle. Fragments were removed easily without intervention. There was no surgical delay reported. The patient was not affected. Procedure was successfully completed. Concomitant devices reported: unknown insertion handle (part# unknown, lot# unknown, quantity# 1), unk - nail (part# unknown, lot# unknown, quantity# 1), unk - impaction inst: hammer/mallet: tr (part# unknown, lot# unknown, quantity# 1). This report is for one (1) driving cap. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device history record review part: 03.010.475, lot: 8888475, manufacturing site: (B)(4), release to warehouse date: 22. May 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. Investigation summary the driving cap (part # 03.010.475, lot # 8888475, mfg # 22-may-2014) was received at us cq with the distal tip of the device broken off and returned to us cq. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional analysis was completed, the outer diameter of the shaft at the fracture site measured 6.04 mm (caliper ca802). This is within specification of 5.95 mm to 6.15 mm. Documents were reviewed with no findings there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.